Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using the device the capio suture dart broke off and got stuck in the lower part of the device. Upon closer inspection, the capio device was not properly lining up. The patient's condition is unknown at this time.

Event description:
It was reported that while using the device the capio suture dart broke off and got stuck in the lower part of the device. Upon closer inspection, the capio device was not properly lining up. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.